Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure type: unk. According to the reporter: during the procedure after pulling out a specimen, part of the black plastic sheath broke off inside the pt. No other info available. No pt injury was reported.